Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages, false asystole messages, damaged cable) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open brown (-5v) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. Investigation underway. See car-1142. There was no adverse event associated with the belt malfunction.

Event description:
03/04/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 8/15/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned a patient's electrode belt and reported that the patient was experiencing "adjust belt" messages, false asystole messages, and that the belt had a damaged connector.